Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient experienced anemia and suspected but unconfirmed gastrointestinal bleeding. The patient was given 2 units of packed red blood cells. The patient's bleeding then stabilized and the patient was discharged. It was reported that the pump functioned as designed throughout the event. Incidentally, the patient was admitted to the hospital at the time due to symptoms of heart failure and was treated with diuretic therapy. The patient reportedly had symptoms of weakness, fluid overload, and weight gain. The symptoms were believed to be related to right heart failure only as the pump was supporting the left side and appeared to be functioning well.

Manufacturer narrative:
Approximate age of device - 3 years and 2.5 months. A full examination of the heartmate ii lvas could not be conducted as the patient remains ongoing on vad support. A correlation between the device and the reported event not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.